Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited intermittent loss of capture (loc) and high pacing thresholds. X rays were taken and compared to post implant images with the findings showing no evidence of lead dislodgement. A lead revision was performed, and the issue was successfully resolved with the repositioning of the rv lead. No additional adverse patient effects were reported. The rv lead remains in service.